Manufacturer narrative:
The biomedical engineer (bme) reported that their gz telemetry transmitter system is down and showing communication loss on various floors within the facility. They stated that the hospital access points (ap) were all lit up in green. They stated that they will double check the aps and make sure they are in working order. Also nihon kohden technical support (tech support) advised them to get the it team to reboot the hospitals wlan server and see if that would resolve issue. If it does not, then complaint will need to be escalated to our nihon kohden computer information technology systems support (cits) to look at the nk server and to further troubleshoot this issue. They will be calling back with more information. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Telemetry transmitter model: ni, sn: ni.

Event description:
The biomedical engineer (bme) reported that their gz telemetry transmitter system is down and showing communication loss on various floors within the facility. They stated that the hospital access points (ap) were all lit up in green. They stated that they will double check the aps and make sure they are in working order. Also nihon kohden technical support (tech support) advised them to get the it team to reboot the hospitals wlan server and see if that would resolve issue. If it does not, then complaint will need to be escalated to our nihon kohden computer information technology systems support (cits) to look at the nk server and to further troubleshoot this issue. They will be calling back with more information. No patient harm reported.

Event description:
The biomedical engineer (bme) reported that their gz telemetry transmitters were down and showing comm loss on various floors within the facility. They stated that the hospital access points (ap) were lit up in green.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that their gz telemetry transmitters were down and showing comm loss on various floors within the facility. They stated that the hospital access points (ap) were lit up in green. It was later reported that a construction crew had unplugged a network cable to the hospital. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the root cause is related to environmental factors as it was reported a construction crew disconnected the hospital's internet. There is no evidence of an nk device malfunction.